Event description:
It was reported to philips that a geometry error occurred during system boot-up on a allura xper fd20/10 and fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the cmos battery, performed function tests, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).